Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 12.2 mcg/day) and bupivacaine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that an error had been made when they put the drug in the pump at implant on (B)(6) 2011. It had to be programmed to minimum rate mode. On interrogation (B)(6) 2016 at the pump replacement procedure (see manufacturer's report # 3004209178-2016-00663) it was in minimum rate mode. For this reason, only saline was put in the new pump. The physician was going to order a less concentrated medication and then re-initiate drug therapy. Further follow-up is being conducted to obtain clarification regarding the error that was made and any other information of importance regarding the event. If additional information is received, a follow-up report will be sent.